Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys on (B)(6) 2004. It was reported that he is without stimulation and unable to communicate with his ipg via the programmer. Program parameters are not available; however, it was reported that the pt utilizes the stimulation continuously. F/u on the pt found that surgical intervention will be undertaken to replace his ipg.